Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration, endoleak). (Disease progression; neck dilatation). (B)(4).

Event description:
A talent stent graft and aneurx were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the talent stent graft had migrated 4cm below the lowest renal artery (left). The patient¿s current aortic neck measurement was 29mm in diameter at the lowest renal and 1cm down was 31mm in diameter. The physician elected to treat the patient with an endurant bifurcated stent graft and extend it all the way to the celiac artery doing snorkel of the sma and both renal arteries. A flared limb was also implanted inside the bifurcated talent graft. The neck and iliac tortuosity was minimal; however, there was a large amount of thrombus at the neck (posterior and left lateral wall). The intervention was completed successfully. No additional clinical sequelae were reported and the patient is fine.